Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/compromised force sensor system test, and excessive no delivery test. Insulin pump was received with minor scratched lcd window, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corners, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the reservoir was not locking into place. The insulin pump had a crack from the reservoir compartment going towards the screen. Customer's blood glucose level was over 300 mg/dl. The customer treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.